Event description:
It was reported that a hyperglycemic event occurred during use of the ilet in which the user noted no breakfast protein announcement, received an 82 mg/dl alert, treated with one glucose tablet, and subsequently experienced a rebound glucose of 323 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included attempts to contact the user for additional information. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device alarms or malfunctions were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.